Manufacturer narrative:
The reported event of a pericardial effusion could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.

Event description:
During a cardiac resynchronization therapy implant procedure, a pericardial effusion occurred. The cps direct universal slit table outer catheter was placed into the coronary sinus with guidance of the livewire catheter. Then a balloon catheter was inserted and inflated but the venogram wasn't clear so the balloon was deflated and removed. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and adrenaline was administered to stabilize the patient.